Event description:
During a phacoemulsification procedure, the doctor reported that he experienced a chamber collapse and subsequent capsule tear in the operative eye when the phaco machine lost irrigation. The patient also developed a suprachoroidal hemorrhage and required an anterior vitrectomy. The patient will require follow-up surgery once the suprachoroidal hemorrhage has resorbed.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an advance medical optics service technician. The results of the testing indicated that the machine successfully passed all specified requirements. The cause of the incident experienced by the customer was not determined.